Event description:
On (B)(6) 2023, regular follow-up check was performed for the patient with reply 200 dr, but could not interrogate to reply 200 dr. No pacing spike was visible and a magnet placed directly over the implanted site of the device. A chest x-ray was taken, but no lead fracture could be confirmed. A physician commented that it could be a device failure or early battery depletion. The device is scheduled to be replaced on (B)(6) next month.

Event description:
On 2023-01-20 regular follow-up, it was not possible to interrogate the reply 200 dr. The last follow-up check was on (B)(6)2022. The data at that time were vvi, 70 ppm, magnet rate 96 ppm, battery impedance 1.46 kohms, threshold 1.0 v @ 0.35 ms, r wave amplitude 8.59 mv to 10.88 mv, lead impedance 430 o, v-pacing rate 34 %. A physician commented that it could be a device failure or early battery depletion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.